Event description:
Consumer stated that the bristles from the equate easyflex total power replacement toothbrush heads, 5 count are falling off while using the tooth brush. This is her first time using this product. Product was returned.